Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/ consumer of unspecified age in united states on 10-dec-2014 who had essure (fallopian tube occlusion insert) implanted the right coil on (B)(6)-2010 and the left coil was inserted on (B)(6)-2010 because the doctor did not have the proper hysteroscope to place the device during the first visit. After being implanted with essure, plaintiff began to suffer from bladder infections, severe pelvic pain, and severe bleeding which rendered her incapable of functioning. On (B)(6)-2014 she underwent a hysterectomy because of the bladder infections, severe pelvic pain and severe bleeding. She sustained significant pain and suffering, both physical and mental, and also unspecified injuries, serious injuries, severe injuries, or permanent injuries. Specifically, the essure device migrated from consumer's fallopian tubes to her uterus/rectum, requiring hospitalizations and an eventual hysterectomy. The defective condition of essure was the factual cause of consumer's hysterectomy and pregnancy. The relationship between the events and essure was considered related by reporter. Result and assessment of the product technical complaint investigation received on (B)(4)-2014: final assessment: a perforation is a hole or opening made through the entire thickness of a membrane or other tissue or material. Probable causes for perforation : 1) physician encounters poor visibility during the procedure, 2) physician technique and experience, 3) advancing delivery catheter when patient is experiencing extraordinary pain or discomfort, 4) attempting to advance delivery catheter to black positioning marker after encountering undue resistance, 5) further advancing delivery catheter once the black positioning marker has reached the tubal ostium, 6) attempted removal of an implanted micro-insert with fewer than 18 trailing coils into the uterus, 7) inaccurate placement of the micro-insert in the fallopian tube by the physician. According to the product instructions for use, the micro-insert must be placed far enough into the fallopian tube to prevent expulsion (less than 18 trailing coils). Perforations are a known risk of the essure procedure. Pregnancy is the condition of carrying developing offspring within the body. The time period during which this condition exists; gestation. Probable causes for pregnancy include: 1) unsuccessful bilateral tubal occlusion (complete tissue ingrowth), 2) expulsion (related to micro-insert placement accuracy), 3) no 3-month confirmation test (hsg) or mis-read of hsg, 4) lack of patient compliance to IFU (i.e. Use of alternate contraception until confirmation of bilateral occlusion). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Company causality comment: this non-medically confirmed legal case report received refers to a plaintiff who had essure (fallopian tube occlusion insert) implanted and experienced bladder infections, severe pelvic pain, severe bleeding, pregnancy and essure device migrated from consumer's fallopian tubes to her uterus/rectum. Bladder infections is serious due to medical importance and unlisted in the reference safety information for essure. Severe pelvic pain and severe bleeding are serious due to medical importance and listed. Essure device migrated from consumer's fallopian tubes to her uterus/rectum is serious due to hospitalization and listed. Pregnancy is non-serious and listed. Sexual intercourse may lead to cystitis, but it is not necessary to be sexually active to develop it. All women are susceptible to cystitis because of their anatomy - specifically, the close proximity of the urethra to the anus and the short distance from the urethral opening to the bladder. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, it was reported that the events occurred after essure insertion (temporal relationship was not reported). Based on the information received, a causal relationship between the events, except for bladder infections, cannot be excluded. Given essure's local action at fallopian tubes and based on the pathophysiology of bladder infection, a causal relationship with essure can be excluded. This case was regarded as incident as the plaintiff underwent a hysterectomy. Non-serious events were reported. Product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Case considered closed on 13-jul-2015 company causality comment: this non-medically confirmed legal case report received refers to a plaintiff who had essure (fallopian tube occlusion insert) implanted and experienced bladder infections, severe pelvic pain, severe bleeding, pregnancy and essure device migrated from consumer's fallopian tubes to her uterus/rectum. Bladder infections is serious due to medical importance and unlisted in the reference safety information for essure. Severe pelvic pain and severe bleeding are serious due to medical importance and listed. Essure device migrated from consumer's fallopian tubes to her uterus/rectum is serious due to hospitalization and listed. Pregnancy is non-serious and listed. Sexual intercourse may lead to cystitis, but it is not necessary to be sexually active to develop it. All women are susceptible to cystitis because of their anatomy - specifically, the close proximity of the urethra to the anus and the short distance from the urethral opening to the bladder. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, it was reported that the events occurred after essure insertion (temporal relationship was not reported). Based on the information received, a causal relationship between the events, except for bladder infections, cannot be excluded. Given essure's local action at fallopian tubes and based on the pathophysiology of bladder infection, a causal relationship with essure can be excluded. This case was regarded as incident as the plaintiff underwent a hysterectomy. Non-serious events were reported. Product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.